Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a midurethral sling procedure. According to the complainant, during the procedure, the mesh would stretch and the physician was unable to tension the sling properly. The physician completed the procedure with a different device without any patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Only the mesh was returned for analysis. Visual analysis of the returned device revealed that the mesh body was stretched and unraveling. On mesh carrier was missing from the mesh assembly. Operational context contributed to this event.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a midurethral sling procedure. According to the complainant, during the procedure, the mesh would stretch and the physician was unable to tension the sling properly. The physician completed the procedure with a different device without any patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine."